Manufacturer narrative:
Returned device was received with cracked enclosure and tank cover. Outdated pcb, power switch, and front cover. Faded line cord with bent prongs. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a small leak coming from the lower right hand corner screw / pump of smiths medical fluid warmer, and that it also makes a loud grinding sound. No adverse patient effects were reported.